Event description:
User facility medwatch report (#: mw5165312) received, stating: per the field clinical specialist (fcs), during a transcatheter aortic valve replacement (tavr) procedure, arterial access was obtained bilaterally, the valve was then opened and prepped due to the normal cadence of the procedure and no anticipated issues with access. The physician was then unable to perclose the artery due to soft tissue tract and tortuosity; a stiffer wire was attempted without success, and due to the inability to control bleeding. The decision was made to abort and bring the patient back another day for a cutdown access approach. The patient was implanted the following day via left remoral cutdown approach without issue. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).

Manufacturer narrative:
The device was not returned for analysis. The production records for this product could not be reviewed because the part number and lot number were not reported. A review of the corrective and preventive actions review was not performed because a specific failure mode for this complaint was not provided. Additionally, a review of the complaint history was not performed as a similarity could not be determined. The patient effect of hemorrhage is listed in the prostyle instructions for use as a potential adverse event associated with use of the suture mediated closure devices. Based on the information provided, a definitive cause for the reported unspecified device issue could not be determined. The patient effect and treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Attachment user facility medwatch report #: mw5165312. D4: the UDI is not known as the part and lot number were not provided.